Event description:
It was reported the patient's scs system was explanted due to ineffective therapy. The patient plans to seek other forms of therapy to manage his pain.

Manufacturer narrative:
Evaluation codes: results: the ineffective stimulation reported from the field was confirmed. Visual inspection of the lead found that both of the leads terminal end tails were cut off during the explant procedure. There were broken wires found in the stimulation (paddle) end of the lead, one outer tubing breach on one of the tails and both of the terminal tails end electrodes had set screw indicators. Continuity was checked from contacts to bare wire on the stimulation end lead segment. Channel¿s 15a, 6 & 7 were found to be open. No opens were found on either of the terminal end tail lead segments.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.